Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant, the right ventricular (rv) lead exhibited high thresholds, and a "significant decrease in r-waves since implant." The rv lead had been pulled back and dislodged. The physician plans to revise the lead. No patient complications have been reported as a result of this event.